Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that during the implant procedure the right ventricular lead exhibited high pacing thresholds after being placed. It was also noted that other electrical parameters were not ideal. The physician completed the procedure with a replacement lead. The patient¿s condition was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.